Manufacturer narrative:
Lot#: 082638 visual inspection; device history review; complaint history review; risk assessment the reported event of tip fracture was confirmed via visual inspection. No relevant manufacturing issues were identified as all released units met stryker specifications. The plausible root causes for this event are excessive force applied due to patient bone quality and the age of the device/ normal wear.

Event description:
It was reported that; two probes the tip was twisted and the third broke off in the pt pedicle and wasn't recovered. Power adapter was striped.

Event description:
It was reported that; two probes the tip was twisted and the third broke off in the pt pedical and wasn't recovered. Power adapter was striped.